Event description:
Ro (B)(6): it was reported that the device stops pumping. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. Device was received in with large cracks around the reservoir cover screws. The enclosure was dirty. During the functionality test, the device alarmed overtemp which powered off the pump. The root cause was the device was out of calibration. We replaced the reservoir cover and reflux plug and installed o-rings for the pm. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
The device was returned to smiths medical. Device was received in with large cracks around the reservoir cover screws. The enclosure was dirty. During the functionality test, the device alarmed overtemp which powered off the pump. The root cause was the device was out of calibration. We replaced the reservoir cover and reflux plug and installed o-rings for the pm. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
(B)(4): it was reported that the device stops pumping. No patient injury was reported.